Event description:
Using abbott labs libre 3+ sensor. Serial # (B)(6) and showed very low blood sugar (50s) overnight after putting it on earlier in the day. Kept alarming all night; (scary! When you depend on this product to manage one's blood sugar level. Of course I pricked my finger to double check, and the blood sugar overnight was around 110 - so the problem was with the abbott labs sensor). This has happened 3 times over the last 6 months on different sensors (lasts about 14 days per sensor). There is an advisory about some of these sensors with serial numbers on abbott website, but I cross checked this one and it says, "not a problem" with this one. So that is not true. Abbott needs to check further. I am going to ask for a replacement! Hope abbott will accommodate. They always try to tell you that there is "no problem". I had to insist to get a replacement, why? Horrible customer care, it cost me $75 and I am senior and cannot afford this or the headache such a big company gives its consumers. Reason for use: measure glucose levels all day. Pt code: 4580. Device codes: 1012, 1535, 2978. Ref reports: mw5179994, mw5179995.